Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse asked for assistance with swapping out to new set of arctic sun pads. The patient was wet on the top and neck, stopped the therapy, empty and disconnected the pads. Replaced with new set of pads, reconnected and restarted therapy. The water flow rate stabilized at 1.1 l/m. Encouraged them to call back with any questions or concerns.